Event description:
Wire remained post stent deployment. Distal 1cm section of the wire in proximal rca. Attempt made to snare wire with dr assisting. Attempt unsuccessful. Wire left in place in distal rca. Patient tolerated procedure well. Physician advised patient and family of post procedure event.